Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately (B)(6) 2022.

Event description:
It was reported that the patient was experiencing burning sensation on arms and legs. It was also mentioned that it gets worse when turning the stimulation on. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post operatively. Th explanted device will not be returned as it was kept by the facility.